Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process of non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to an infection. The surgeon removed the poly component and associated locking bolt. The ultra tibial insert and retaining bolt were revised to new implants of the same size.